Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patients sensor was located on the arm. The patient's mother did not report any injury or medical intervention.